Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had a skin irritation under the front therapy electrode. The area was described as red with open skin. The patient reportedly had a known nickel allergy. The patient's irritation was being treated by hospital staff with a hydro-cortisone ointment. During a follow up, it was reported that the patient's doctor's ended use of the device due to the patient's nickel allergy. The final medical outcome of the irritation is unknown.